Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this patient had her left hip replace approximately 15 years ago where she received a summit stem and pinnacle acetabular cup with a metal on metal articulation. According to surgeon this patient has had a recurring dislocation issue with her hip over the last several years. The decision was made to revise the hip construct and explant the metal liner and implant a constrained liner with a new femoral hip ball. During the revision procedure the ultamet metal on metal liner and metal femoral hip ball was explanted. The summit stem and pinnacle cup were left in situ. There was metallosis in the hip joint with soft tissue damage surrounding the hip joint. Surgeon implanted a constrained pinnacle liner and a ts ceramic hip ball. Doi- unknown dor- (B)(6) 2023 affected side- left knee.